Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen (unknown concentration and dose) in an implantable pump for intractable spasticity and movement disorders. The patient experienced either overdose or underdose symptoms every time the pump was refilled (the reporter was unsure of which). The hcp felt the "pump was not working" and planned to replace the pump and likely the catheter as well. No further information was provided, reporter had very little information on the patient and no history regarding the event. The situation was being addressed by the hcp.

Manufacturer narrative:
The pump was returned for analysis. Due to the complaint, this pump was analyzed according to an approved deviation of the rpa work instructions for smii pumps (qs d22039, v6.0). Dispense testing passed. Destructive analysis showed wear o-ring. No significant anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.